Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr procedure of sapien 3 ultra resilia valve, the 20 mm valve was deployed with nominal volume as intended. Post valve deployment, trivial to mild pvl was observed. Since the patient had history of anemia (hb9.1), blood transfusion was performed primary/post tavr procedure. Therefore, no anemia was observed during hospitalization. The patient was discharged without any concern and on 1 month follow up, the patient visited to the hospital and test result was hb5.6 and ldh1010. It was diagnosed that hemolytic anemia, and the patient was immediately re-admitted to the hospital and required blood transfusion. On post op day (pod) 7, intervention was required for pvl. A bav was performed with both 18mm, 20mm and 22mm balloon but pvl did not decrease. The tee with pvl at 3 o'clock direction. Considering the problem with the ultra skirt (the skirt is not functioning), they conducted tav in tav procedure. A 20mm valve was deployed with nominal volume. Angiogram (aog) revealed that mild pvl, but tee ends without pvl. After performed tav in tav procedure, no transfusion was required. Eight (8) days after tv in tav, test data revealed that the patient recovered, the patient was discharged 11 days after tav in tav.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the tavr procedure of the sapien 3 ultra resilia valve, the 20 mm valve was deployed with nominal volume as intended. Post valve deployment, trivial to mild pvl was observed. Since the patient had a history of anemia (hb 9.1), a blood transfusion was performed primarily post-tavr procedure. Therefore, no anemia was observed during hospitalization. The patient was discharged without any concerns. At the 1-month follow-up, the patient visited the hospital, and test results showed hb 5.6 and ldh 1010. It was diagnosed as hemolytic anemia, and the patient was immediately re-admitted to the hospital and required a blood transfusion. Eventually, the degree of pvl increased to moderate-severe. On post-op day (pod) 45 ((B)(6) 2024), intervention was required for pvl. A bav was performed with 18 mm, 20 mm, and 22 mm balloons, but pvl did not decrease. The tee showed pvl at the 3 o'clock direction. Considering the problem with the ultra skirt (the skirt was not functioning), they conducted a tav in tav procedure. A 20 mm valve was deployed with nominal volume. Angiogram (aog) revealed mild pvl, but tee ended without pvl. After the tav in tav procedure, no transfusion was required. Eight days after the tav in tav procedure, test data revealed that the patient had recovered. The patient was discharged 11 days after the tav in tav procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to information received that corrected data, sections g6, h2, b5 correction, h6: impact code correction.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h10 has been added. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate [mild-moderate pvl] may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Assessed and documented as part of this monthly review. Pra ' 10329 and CAPA ' 24-00022 were initiated to document the investigation and assess associated risk for this event. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for deployed valve exhibits paravalvular leak was unable to be confirmed due to unavailability of relevant imagery and/or medical report. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As reported, 'during tavr procedure of sapien 3 ultra resilia valve, the 20 mm valve was deployed with nominal volume as intended. Post valve deployment, trivial to mild pvl was observed' on 1 month follow up, the patient visited to the hospital and test result was hb5.6 and ldh1010. It was diagnosed that hemolytic anemia and the patient was immediately re-admitted to the hospital and required blood transfusion'on pod 7, intervention was required for pvl. Bav was performed with both 18mm, 20mm and 22mm balloon but pvl did not decrease' they conducted tav in tav procedure. 20mm valve was deployed with nominal volume. Aog revealed that mild pvl, but tee ends without pvl.' Due to insufficient information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to patient age obtained, sections g6, h2, a2.